Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly and low blood glucose. The customer's blood glucose was 45mg/dl at the time of incident. Also had a low blood glucose of 55mg/dl after performing yard work. Current blood glucose 380mg/dl. Trouble shooting was performed and found insulin was squirting during the prime fill process. Customer states insulin did not continue to drip after letting go of the act button. Saw a stream of insulin shoot out of insulin pump. Customer states the motor did not slow down nor did numbers ramp up on the screen. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Added concomitant products in section d11.